Event description:
The customer received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on their integra 800 analyzer. The customer provided data for 150 samples, of which 141 were discrepant and reported outside the laboratory. The customer was not certain, but believed all of the discrepant results may have been produced from a single hba1c reagent cassette. The customer received requests for the laboratory to repeat a result which prompted the customer to question the whole batch. Some of the samples were repeated on the same integra 800, some of the samples were repeated on one of the several other integra 800s the laboratory used. The customer considered the repeat results to be correct. Refer to the attachment to the medwatch for the results. It is unknown if there were any adverse events, and the customer stated he would not be inquiring about that. The hba1c reagent lot number was 64946701 and the expiration date was 02/28/2013. The field service representative found a mechanical failure in the sample rotor. He performed work station accuracy checks. He replaced the damaged rotor. He performed cuvette handling checks. He performed absorbance wavelength checks with calibrated filters. He performed rotor and light barrier adjustments. He performed mechanical and electronic checks. All the mechanical and electronic checks passed. He ran sample, reagent, and sipper/reagent probe checks with 50 tests each. All the checks passed with precision results within range.